Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that vitrectomy stopped working, and the unit was incorrectly reading bags as full. The patient and procedure details were not reported. Additional information was requested.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported ¿vit cutting issue¿ by replacing the pneumatic module. The reported ¿bag fluid issue¿ was resolved by replacing the fluidics assembly. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The root cause of the reported event relating to vitrectomy is attributed to the nonconforming pneumatic module. The root cause of the reported event relating to the ¿bag fluid issue¿ (or cassette bag) is attributed to the nonconforming fluidics assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.11. The company representative was able to confirm the issues. To address the reported probe performance ¿ system, the pneumatic module was replaced. To address the reported system issue, the fluidics module was replaced. Both modules were returned for testing. The system was then tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found as part of this investigation. The returned fluidics module was returned for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformance. The returned fluidics module was installed into a known good system and tested. The reported event was unable to be confirmed or replicated. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformance. The returned pneumatics module was installed into a known good system and tested. The reported event was unable to be confirmed or replicated. The root cause of the reported fluidics and pneumatic issues, are attributed to component wear of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported issue(s). To address the reported vitrectomy cutting issue, the pneumatics module (pm) was replaced. To address the reported bag fluid issue, the fluidics module (fm) was replaced and was returned for testing on this investigation. The system was tested and found to meet product. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The fm was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformance. The returned fluidics module was installed into a known good system and tested. The reported event was unable to be confirmed or replicated. The root cause of the reported ¿cassette bag issue¿ is attributed to component wear of the system. The root cause of the reported ¿vitrectomy issue¿ is attributed to the nonconforming pneumatics module. The root cause of the reported ¿cassette bag issue¿ is attributed to component wear of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).